Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reseated the connections on the central processing unit and tightened the brackets on the left monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display an image on the left monitor. No pt injury was reported.